Manufacturer narrative:
The insulin pump was received with a protruded drive support disk, a missing end cap sticker and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump has a cosmetic damage. Customer stated that the insulin pump was dropped and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.